Manufacturer narrative:
One fogarty catheter was received by our product evaluation laboratory for a full examination. As received balloon was found to be ruptured. Balloon was received inverted to the distal side. Both balloon windings were intact. Proximal windings were removed and balloon latex was relaxed. The edges of the rupture region did not appear to match up. Balloon inflation lumen was occluded. Thru through lumen was patent without any leakage or occlusion. No other visible damage was observed from catheter body. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met and inspections passed successfully. Further engineering investigation was performed. A product risk assessment was generated to address the balloon rupture with fragmentations for thru-lumen models. A balloon integrity inspection was performed as part of the catheter manufacturing process. Nevertheless, an acknowledgment was provided to the manufacturing personnel regarding this condition. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, when this fogarty catheter was pulled out from patient's vessel, the balloon was burst. There was no allegation of patient injury. The device was received for evaluation. Patient demographics were not available. The event date is unknown.